Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h3, h4, h6 , h10. A getinge field service engineer (fse) was dispatched to evaluate the unit and the fse was unable to replicate the issue. The connectors within the display were cleaned as a precautionary measure and the connectors were re-connected. After cleaning of the connectors, a routine preventive maintenance including calibration, system functional check, running test and electrical safety test were performed to factory specifications. The iabp unit was returned to the facility for clinical use.

Event description:
N/a.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) had screen display failure. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: (4118) a getinge field service engineer (fse) repair is expected. A supplemental report will be submitted upon completion of our investigation